Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided; all testing on retention samples was satisfactory.

Event description:
It was reported that 30 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. The following information was provided by the initial reporter: "since a few days the laboratory has noticed a problem on this batch 1054719 of sst tubes. The gel goes down very poorly during centrifugation. The centrifugation conditions are 11mn at 2900rpm. Retracted" separator after centrifugation. Separator does not play its role as a barrier. Centrifuge program: after waiting 30 min centrifugation at 2900 rpm for 11 min."

Event description:
It was reported that 30 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. The following information was provided by the initial reporter: "since a few days the laboratory has noticed a problem on this batch 1054719 of sst tubes. The gel goes down very poorly during centrifugation. The centrifugation conditions are 11mn at 2900rpm. Retracted" separator after centrifugation. Separator does not play its role as a barrier. Centrifuge program: after waiting 30 min centrifugation at 2900 rpm for 11 min."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: bd received 129 samples and one photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Four returned samples and 4 retained samples (of the same lot from bd inventory) were further tested . They were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 8 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided; all testing on returned and retention samples was satisfactory. Bd was unable to determine a root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. The following information was provided by the initial reporter: "since a few days the laboratory has noticed a problem on this batch 1054719 of sst tubes. The gel goes down very poorly during centrifugation. The centrifugation conditions are 11mn at 2900rpm. Retracted" separator after centrifugation. Separator does not play its role as a barrier. Centrifuge program: after waiting 30 min centrifugation at 2900 rpm for 11 min."